Event description:
The customer contacted stryker to report that the defibrillation cable connection of their device was broken. In this state, defibrillation therapy may be delayed or not available if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the therapy connector assembly to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue was due to a damaged therapy connector assembly.

Event description:
The customer contacted stryker to report that the defibrillation cable connection of their device was broken. In this state, defibrillation therapy may be delayed or not available if needed. There was no report of patient use associated with the reported event.